Event description:
It was reported that during a da vinci hysterectomy procedure, a piece of rubber from the 8 mm cannula seal, the circle for where the trocar goes into the patient, it appears that when the hole was made in the seal cap, it didn't come off completely and when the trocar was inserted, the piece of rubber was pushed off the seal cap and found floating in the patient's abdomen. It was removed and no other pieces were found after extra exploration. There was no patient harm or injury. On (B)(4) 2014, intuitive surgical, inc. Obtained additional information. The initial reporter indicated that the piece of rubber was retrieved laparoscopically. There was no additional surgical procedure and no post-operative tests were required to retrieve the fragment(s). The cap itself didn't break, there was an extra hole punch piece believed to be still attached to the cap. This was an 8 mm cannula seal cap and will be returned for evaluation. There was no patient injury or post-surgical complications reported.

Manufacturer narrative:
The accessory has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusions: the rubber piece from the 8 mm cannula seal fell into the patients' abdomen during a da vinci hysterectomy procedure and was retrieved laparoscopically.

Manufacturer narrative:
On 6/30/2014, based on the failure analysis results, contacted the initial reporter to obtain additional information and she indicated that she returned the green cannula seal with the little green piece that fell into the patient. She was informed of the failure analysis results that there were no broken or missing pieces found on the returned cannula seal. She clarified that nothing was broken or missing. She indicated that an extra piece on the seal cap (green circle) where the trocar goes in, got pushed off and fell into the patient. She returned the green circle piece along with the cannula seal. On (B)(6) 2014, received images of the cannula seal and the extra piece (green circle) from the initial reporter. Advanced engineering reviewed the images and indicated that the detached piece looks like a remnant from the molding process that should have been removed prior to packaging. The cannula seal accessory was returned and evaluated. Failure analysis was not able to verify the customer reported complaint. Visual inspection did not find any broken pieces or any other issues. The returned cannula seal was also compared to an in house cannula seal and no issues were noted on the returned cannula seal. No other damage was found. However, based on the images provided, advanced engineering evaluation verified the complaint. This complaint is being reported due to the following conclusions: a rubber piece from the 8 mm cannula seal fell into the patient's abdomen during a da vinci hysterectomy procedure and was retrieved laparoscopically.